Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The manufacturer medical education associate reported that the device router broke off the drill while it was being used at an educational lab. There were no adverse consequences related to this event.

Event description:
The manufacturer medical education associate reported that the device router broke off the drill while it was being used at an educational lab. There were no adverse consequences related to this event.